Event description:
The graduation of the screwdriver is incorrect. The graduation is in the opposite direction.

Event description:
The graduation of the screwdriver is incorrect. The graduation is in the opposite direction.